Event description:
It was reported that the patient presented in clinic with a rash near the implant site. The patient also complained of itching. No intervention was performed. An allergy test was performed but the results have not been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received on (B)(6) 2015 notes the allergy test, revealed patient had a severe allergy to the titanium.